Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The electrical system was inspected and found kinks /knots on the cable. The user¿s complaint of ¿no image" was confirmed due to shorted on the cable. In addition, found kinks on the cable and moisture on the coupler lens.

Event description:
The service center was informed that during a procedure, the camera would not display an image. There was no patient injury reported.